Event description:
It was reported this device was used during a biopsy procedure and the patient experienced bleeding. No further details regarding the circumstances surrounding this event are available at this time. Should additional detailes become available, a supplement will be sent at that time. The device has been destroyed by the user faciliy. Therefore, a device analysis is not available. A lot search was performed and revealed no other complaints to date on this lot number. However, without evaluating the device company is unable to determine if the device met its specifications. Without additional details regarding the circumstances surrounding this event, company is unable to determine the cause for this event.